Event description:
The incident involved a 9" ext set w/0.2 micron filter, clamp, rotating luer. The reporter stated that the customer had a tube/set that broke while using with a patient. The set-up included a 100ml bag of normal saline spiked with a meter tubing, which is then attached to filter. The medication involved was actemra. The tubing/set-up was not replaced, the leakage was noticed at the end of the treatment. The patient had fallen asleep and did not feel she was getting wet. The reporter could not tell how much of the treatment the patient had received; they sent the patient home with a sample pen of actemra to use if she noticed she did not have the normal relief after treatment. No medical intervention was required at that point. There was no harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
A used sc9045 extension set was returned with tubing confirmed to be separated from the filter bond interface. The bond was inspected and found to have insufficient solvent applied at the bond interface. The probable cause of the bond separation is typical of insufficient solvent coverage during manual bond assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.